Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2017-07209. It was reported the patient experienced ineffective stimulation from her scs system. In addition, the patient also did not recharge her ipg in over 6 months. Subsequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. During the same procedure, the lead was explanted and replaced with 2 new ones. Effective therapy was restored following the procedure.